Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the coil became stuck at the proximal portion of the microcatheter during delivery, and when an attempt was made to push it, detachment occurred within the catheter. Resistance occurred in the proximal section of the catheter. The coil smoothly extended from the introducer sheath at the distal side. The catheter was not damaged. The coil's pusher distal region was damaged. This damage was not done intentionally. Coil damage/early dislodgement was also reported. The coil was removed from the body. The microcatheter was withdrawn from the body as a unit; the proximal portion of the catheter was cut, and the contents were pushed out using a guidewire. No additional surgical or medical procedures were performed. The coil was not repositioned. Coil dislodgement was not attempted. The delivery pusher did not rotate inside the patient. There was continuous flushing during the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured left vertebral artery v4 aneurysm with a max diameter of 3.5mm and a 2mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. Ancillary devices include an sl10 j shape microcatheter.